Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevate blood glucose (bg) level of 431 (mg/dl). Customer changed pump supplies and administered an insulin injection to treat bg levels. System check with tandem technical support indicated pump was performing as intended. During follow-up call on (B)(6) 2016, customer reported that they were feeling better and would check bg levels after the follow-up call with tandem technical support. Customer indicated that they would call back if any further assistance was needed.